Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer pressed the pump onto something while carrying heavy things at work. Customer is unable to interact with the pump due to the damage. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.